Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 7 of the bd ultra-fine¿ needles broke off from their bd insulin syringes, and an unspecified number of needle hubs separated from their syringes. All defects happened during use in lot# 9343326. The following information was provided by the initial reporter: "parent of consumer reported 2 packs of insulin syringes from current box had a total of 7 needles that broke off when removing the needle shield. Stated she didn't pay that close of attention, but believes some of the needles broke off from the needle hubs and some of the needle hubs also detached from the insulin syringe."